Manufacturer narrative:
Product investigation: the returned device was visually and microscopically inspected. There was no evidence of damage to the device cylinders. Medical and product record review found the reported event does not represent an unanticipated event. Review of manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Product analysis was unable to confirm the reported allegations. A conclusion code of known inherent risk of device as no product malfunction related to the reported event was identified and the adverse event of perforation was identified in product labeling and hazard analysis.

Event description:
It was reported that this patient experienced a distal perforation and suspected urethral rupture during the procedure to implant this tactra malleable penile prosthesis. The device was removed and the procedure postponed to allow the patient to heal. A second procedure was later performed during which a new tactra device was successfully implanted. No additional patient complications were reported.

Event description:
It was reported that this patient experienced a distal perforation and suspected urethral rupture during the procedure to implant this tactra malleable penile prosthesis. The device was removed and the procedure postponed to allow the patient to heal. A second procedure was later performed during which a new tactra device was successfully implanted. No additional patient complications were reported.